Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance and threshold measurements on the right ventricular (rv) lead increased over an eighteen month period. The lead was reprogrammed from a bipolar configuration to a unipolar configuration and remains in use. No patient complications were reported as a result of this event.